Event description:
The customer reported that during a therapeutic laparoscopic cholecystectomy procedure, his olympus hd autoclavable camera head was presenting a b30 scope communication error approximately 20 minutes into the case. According to the initial reporter, the procedure was completed using another device without any patient harm reported.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged cable was found and caused the reported b30 scope communication error. Additionally, one of the optical retention couplers had traces of oxide present, causing it to stick during operation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error occurs when communication between the camera head and the processor fails. We surmised that b30 error occurred due to faulty cable. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.